Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump had been damaged and there was a loss of communication between the insulin pump and the transmitter. The customer was treated with an insulin pump. The event involved product(s) mmt-1884l, mmt-7841zn, unk_sensor, unomedical, unk_reservoir. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for loss of communication, and the customer reported that the transmitter was out of warranty. Troubleshooting was performed for damage, and the customer reported the damage to the battery tube side. The customer also reported that the functionality was affected. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer response was that the device would be returned. No product return is required for mmt-7841zn. No product return is required for unk_sensor. No product return is required for unomedical. No product return is required for unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.